Manufacturer narrative:
The insulin pump was received not stuck in the manufacturing mode. However the pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay and missing reservoir tube o-ring. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Detailed trace analysis confirmed power error alarm was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector the, pump was monitored and functioned properly.

Event description:
It was reported that customer had power error detected on insulin pump. The customer¿s blood glucose level was unknown. Troubleshoot was performed for power error detected. The insulin pump will be returned for analysis.